Manufacturer narrative:
Product complaint # (B)(4). H6:part/ component/ sub assembly term not applicable (g07001). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found pitting on both condyle areas. Additionally, extraction damage can be seen. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's knee was revised due to aseptic tibial loosening and subsidence at cement to implant interface . The patient's primary attune fixed bearing tibial base and cruciate retaining fixed bearing insert were removed and replaced by attune revision components. There was no cement attached to the underside of the tibial base, which would suggest that there was a flaw in the design of the tibial base according to the surgeon depuy smartset gmv bone cement was use during the primary procedure. The lot numbers for the cement used is not available, since it was ordered directly from depuy by the hospital. Doi: (B)(6) 2017, dor: (B)(6) 2023, affected side : left knee.